Manufacturer narrative:
E1 phone number (B)(6) investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, approximately two years ago, during the procedure, during withdrawal of the 14f esheath plus located in the abdominal aorta, a plastic fragment was missing (apparently from the collar). It is unknown if the piece remains in the patient.